Manufacturer narrative:
Should additional info become available regarding this event. It will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during implant of an elevate anterior graft the same fixating arm was placed firmly into the right sacrospinous ligament. Upon placing the locking eyelet of the graft onto the arm, the apical fixation arm detached "very easily, with only a light pull." The eyelet had not been locked into the mesh. The locking eyelid could not be found and the body of the mesh was not attached to the arm and it could not be retrieved. A spare fixating arm was replaced in the sacrospinous ligament and a spare locking eyelet was attached to push the mesh into position. The operation site and mesh were throughly irrigated and suction was applied. No issues occurred when placing the device on the other side. No additional complications were reported and the pt's status was "ok."